Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call missing plastic pieces and crack on the insulin pump reservoir tube lip. The customer¿s blood glucose was 13.6 mmol/l at the time of incident. Customer stated that the insulin pump reservoir compartment could no longer hold the reservoir in place. No significant event leading to the damage was observed. The insulin pump is being replaced and is not expected to return for analysis.